Event description:
Damaged display. The pt obtained a result of 313 mg/dl on the reported meter, while feeling thirsty, tired, dizzy and having frequent urination; the meter reading was consistent with the pt's symptoms of hyperglycemia. A result of 309 mg/dl was obtained on his doctor's meter. The reading agreed with each other though two hours elapsed between the reported meter result and doctor's meter result. The spouse told the mas the pt received no immediate treatment. He was given a prescription for medication and referral to a dietitian for diet consultation. The customer service agent (csa) confirmed that the meter display was damaged. The meter, test strips, and control solution were replaced.